Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Ts could not determine if there was loc based on the egm. Ts noted there was farfield oversensing on the right atrial (ra) channel. Additionally, ts discussed how data is suggestive the right ventricular automatic threshold (rvat) was unsuccessful, so it was repeated which resulted in a large number of rvat tests been performed. This device remains in service. No adverse patient effects were reported.